Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The catheter was returned, analyzed, and no anomalies were found. It was noted that the first 2cm of catheter is slit, slit is off center (slitting technique issue).

Event description:
It was reported that during an implant procedure, after the lead helix had been positioned in the left ventricle, the physician was slitting the outer catheter, but the silicone sheath hub was too strong and the lead dislodged. We attempted follow-up to determine the lead information, with no success. A new catheter was used. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The catheter was returned, analyzed, and no anomalies were found. It was noted that the first 2cm of catheter is slit, slit is off center (slitting technique issue).